Event description:
This is 1 of 2 similar incidents reported by the same facility. User facility reports a cracked luer connector found at initiation of hemodialysis treatment. Ebl = 25 cc. Patient was recannulated with a new needle to resume treatment. No patient injury or need for medical intervention is reported. MDR is filed for blood loss only.